Event description:
Boston scientific received information that this programmer was noticed to have electrical burning smell when powered on. The programmer will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly analyzed. Analysis confirmed that the programmer would not power up when the power button pushed. A serial board on the printed-circuit board (pcb) was burned and shorted out; replaced. However, there was no evidence of abuse or mishandling. Further, no design output specifications or system logs on hard drive and the programmer passed all functional incoming tests after replacing the serial board.